Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The blade failed to rotate, and the drive cable kept twisting during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the blade from continuing to rotate as intended.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2013. During the procedure, the cord connecting the device and the motor drive unit moved widely and interrupted. Also, the lamp indicating the rotating speed of the device was lit and the rotation stopped sometimes. The same device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.